Event description:
The surgeon inserted an aa4204vl one piece silicone lens. The lens tore. The lens was removed and another lens was inserted. A suture was required to close the wound. The reporter stated that the lens tear was due to loading.